Manufacturer narrative:
B3: the year of the event was reported as 2025 but the exact day/month were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failure that occurred at 11.45 psi. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device had a failure that occurred at 11.45 psi. The review of event log found and confirmed events of "high pressure". There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the uso seal contamination. The complaint confirmed through dso (downstream occlusion) test and the probable root cause was the failing dso sensor.